Manufacturer narrative:
Concomitant medical products: 402452 lead, implanted (B)(6)1993.

Event description:
It was reported that during a device replacement procedure, and in vivo lead testing with the analyzer, the right atrial (ra) lead exhibited low p-wave amplitude in the bipolar configuration. The lead was reprogrammed to unipolar mode, and the lead remains in use. No patient complications have been reported as a result of this event.